Manufacturer narrative:
The patient is currently asymptomatic.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient underwent vaginal prolapse repair and vaginal hysterectomy on (B)(6) 2011. The patient experienced vaginal bleeding due to small midline vaginal mesh erosion with no pain or other symptoms. Additional information was requested.